Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent an initial left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. During the procedure, the ultra-drive would not work. The issue could not be resolved.